Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmission, it was found that the right ventricular (rv) lead exhibited loss of capture due to noise over-sensing. Noise was reproducible with isometrics during the clinic visit, and programming changes were made initially. Rv lead fracture was suspected. The rv lead was explanted and replaced. Patient condition was stable.